Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 23-may2023, it was reported that the one infusion set was fell off during use. Patient's blood glucose at time of event was noticed -183mg/dl. No further information available.